Manufacturer narrative:
This is a supplemental report to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the investigation results, since the reported event was not reproduced by the repair department, omsc surmised that the cause of the reported event as follows. Since the e117 errors are notified when any malfunction of any of the units/components below is detected, it is assumed that it was caused by temporary contact failure of the electrical contacts related to them. Power supply unit, v mb harness, v club, gpu team, cpu, mb. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the unspecified timing, the subject device gave the error e117 which indicated the subject device had malfunctioned. There was no report of patient injury associated with this event. The repair center of olympus (B)(4) checked the subject device and found that the reported phenomenon was not duplicated.